Manufacturer narrative:
(B)(4). Note: this report is based solely on the customer's reported issue. (B)(4). Pending device receipt.

Event description:
Customer reported the alarm does not always sound when the patients weight is taken off of the sensor, as a result the patient fell. Customer added that the patient had tripped on gown while trying to get to the bathroom. Upon responding to the patient, the alarm was found not to be alarming. The patient received a skin tear and was treated with a dressing to the skin tear.

Manufacturer narrative:
Evaluation of the returned device found scratches on the exterior housing and one of the battery spring is bent. New batteries were installed, the unit sounded each time weight was lifted up from the sensor pad and passed all functional testing. The serial number reveals the device is approximately 48 month old, therefore it is likely that wear and tear may have contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Supplemental MDR required for product evaluation results.